Event description:
It was reported there was damage to tandem charging cable, resulting in non-functional charging supplies. There was no adverse impact to the customer's blood glucose level. Cts arranged for the replacement of the damaged charging supplies.